Event description:
It was reported that the control panel arm on an epiq cvx ultrasound system dropped rapidly. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.